Manufacturer narrative:
H3:02- the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported to vyaire medical a problem with the laptop 1200 ventilator regarding xdcr (transducer) fault while unit was on a patient. Furthermore, there was no patient harm reported associated with the event. The patient was swapped to another ventilator.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10 results of investigation: the suspect device was returned for investigation. Vyaire medical was able to verify the customer complaint. Vyaire received ltv 1200 p/n 18888-001-99 s/n (B)(6). A visual inspection of device was performed and found no indications of damage, misuse, or contamination. Ltv unit was connected to ac power source and powered on. Customer allegation was able to be confirmed as unit alarmed ¿xdcr¿ fault upon power up. System was restarted and an event trace and post was retrieved from system and reviewed. Post review showed no indications of malfunction. A review of event trace shows multiple xdcr faults starting at event trace 220 recorded on (B)(6) 2023. Proceeded to perform high and low transducer port leak tests. A calibrated validyne pressure meter cal ID (B)(6) was used for leak test. 50.5cmh2o was applied to high flow port and was found to be within specification measuring -0.7cmh2o in 1 minute (spec =1.0cmh2o/1min). Leak test was repeated for low flow port and was also found to be within specification measuring -0.6cmh2o. A solenoids test was performed, found all solenoids are activating and functioning properly. Proceeded to calibration of pressure transducers. Calibrations were all found pass and be within service manual specifications. System was restarted into user mode, xdcr fault persists. System was shut down; outer boots and rear weldment were removed to inspect internal components. A visual inspection of internals found no anomalies. Tubing was inspected for kinks or obstructions, no issues were found. Analog pcb was removed and replaced with a known good pcb. System was restarted and found xdcr fault was still present. Proceeded to remove power pcb p/n 27675-001 and replaced with a known good pcb. Original analog pcb was installed, and system was restarted. Xdcr fault is no longer present. System was allowed to run for an extended period and xdcr fault was no longer observed. The reported complaint was able to be verified and isolated to a faulty power pcb p/n 27675-001. Pcb was replaced with a known good pcb and was found to be functioning as intended.